Event description:
Attorney reported: on (B)(6)2007- a bard composix kugel hernia patch, size 13.8cm x 17.8cm was used to repair patient's hernia defect. On (B)(6)2008 - patient underwent removal of the previously placed composix kugel mesh patch. On (B)(6)2009 - after removal of the previously placed composix kugel patch, another new bard composix e/x mesh was used to repair patient's hernia defect. Patient continues to experience abdominal pain and discomfort after her multiple hernia repairs. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device's information davols has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.